Manufacturer narrative:
(B)(6) 2023 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen via hmsc recordings beginning on (B)(6) 2023. Patient is dependent. Lead remains implanted. No adverse events reported.